Event description:
It was reported that a patient had an anterior lumbar interbody fusion (alif) using synfix instrumentation at l4-l5, l5-s1 levels on an unknown date during the fall of 2014. On an unknown date it was determined that the two screws on the patient's left side at the l4-l5 level are protruding laterally. The patient complains of leg pain. An attempt was made on (B)(6) 2015 to access the operative site and remove the two screws. Access to the screws was not obtained by the general surgeon due to vessel adhesion. The patient will be referred elsewhere for treatment. This complaint is alleged against two unknown screws and one unknown synfix implant. This report for is for two unknown screws. This is report 1 of 2 (B)(4).

Manufacturer narrative:
Event date: it is unknown when the screws migrated and the patient¿s pain began; however, revision surgery was attempted and could not be completed on (B)(6) 2015. This report for is for two unknown screws. Part and lot numbers of subject devices were not provided by reporter and are unknown. Implant date was reported as an unknown date during the fall of 2014. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.